Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable loop recorder was unable to establish telemetry with the remote monitor, patient assist or programmer. The patient further reported that several weeks post implant the implant site was very tender and had not healed. The ilr was explanted and was not replaced per patient request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in an integrated circuit.